Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc) and low impedances of less than 200 ohms as well as oversensing. This caused inappropriate mode switches on the recently implanted device, and double counting on the atrial channel. As the patient rarely needs atrial pacing, the physician opted to program around the lead and leave it in to date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.